Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 778 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer stopped using the pump as they had cancer, and later passed away 9 months later. The caller stated the high was not pump related, as the customer was unable to control their blood glucose due to the cancer and their health was declining. The insulin pump will not be returned for analysis.